Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The auxilliary illuminator and the lamp were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 25, 2011. Based on qa assessment, the product met specifications at the time of release. For the reported event of system message (sm), the root cause can be attributed to a nonconforming aux illuminator. For the reported event of the lamp sm, the root cause can be attributed to the lamp which exceeded its expected life. However the lamp met specifications as it functioned to its expected rated life. (B)(4).

Event description:
A customer reported a system message was displayed regarding the lower illuminator and the upper xenon bulb needed to be replaced due to exceeding 400 hours. This was prior to surgery with no patient involvement.